Event description:
The doctor claims that the graft was implanted as a replacement graft for coarctation of the aorta and it leaked blood (quantity unknown and unattainable) through its wall during the procedure. A transfusion (quantity unknown and unattainable) was given to stop the bleeding. The graft was left in. The pt did well after the incident.